Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the user inserted a swan-ganz catheter to the sheath, then injected antibiotics. After that, the user locked with saline and clamped. Two hours later, when the user confirmed back blood for drug administration, he/she found that air entered. By checking the sheath, the male side connection port of the three-way stopcock was found damaged. It was reported there was a crack in the stopcock. The user tried to remove the air but failed. Therefore, the sheath was replaced with a new kit. No harm to the patient was reported.

Event description:
The complaint is reported as: the user inserted a swan-ganz catheter to the sheath, then injected antibiotics. After that, the user locked with saline and clamped. Two hours later, when the user confirmed back blood for drug administration, he/she found that air entered. By checking the sheath, the male side connection port of the three-way stopcock was found damaged. It was reported there was a crack in the stopcock. The user tried to remove the air but failed. Therefore, the sheath was replaced with a new kit. No harm to the patient was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned a 3-way stopcock for investigation. Microscopic examination revealed the male luer connector was damaged as reported by the customer. Manufacturing was consulted. Per manufacturing, the issue is not manufacturing related. They stated that "on this side of the valve, the line extension is glued. The operator takes the valve and places the glue around the valve post, then places the line extension and rotates it to distribute the glue on the valve post. In addition to this, the operator must carry out a 100% inspection of the product by bubble in the glued area , among other inspections. If the damage had occurred during the manufacturing process, the line extension could not have glued or the extension line would have detached from the valve. In addition to this, in the subsequent processes with the handling of the material, the extension line would also have come off." A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states: "the product is designed for single use only. Do not re-sterilize or reuse. Do not alter the sheath or any other kit/set component during insertion, use, or removal." The report that the stopcock was damaged was confirmed through complaint investigation of the returned sample. Microscopic examination revealed the male luer connector was damaged as reported by the customer. Manufacturing was consulted. As part of the manufacturing process, the luer hub of the catheter extension line is bonded/connected to the male luer connector of the stopcock via an adhesive. The likely root cause of this issue is supplier related. A non-conformance request has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.